Manufacturer narrative:
Complaint conclusion: a saber percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be inflated at eight atmospheres (atm) for its second inflation. However, the pressure was not raising to eight atm. The device was removed from the patient, and balloon rupture was confirmed. There was no reported patient injury. The lesion was the left superficial femoral artery with a chronic total occlusion (cto). Initially, a non-cordis guidewire crossed the lesion. The saber pta crossed the lesion after being flushed, inflated to eight atm on its first inflation and was checked by an intravascular ultrasound (ivus). The device was replaced with a new saber pta of the same size and the procedure was completed with a drug-coated balloon and prolonged inflation. The product appeared to be normal upon removal from its packaging. The device prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. The product was removed intact (in one piece) from the patient and no anomalies were noted upon removal. The product was not returned for analysis. A product history record (phr) review of lot 17662135 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion may have contributed to the reported event, as calcification is known to damage balloon material. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber percutaneous transluminal angioplasty (pta) was attempted to be inflated at 8 atm for its second inflation. However, the pressure was not raising during at 8 atm. The device was removed from the patient body. It was confirmed that its balloon was ruptured. There was no reported patient injury. The device was replaced with a new saber pta of the same size and it was inflated at the lesion at 12 atm. The procedure was completed with a drug-coated balloon and performed long inflation. The device was discarded due to suspicious infectious disease. The lesion was the left superficial femoral artery with chronic total occlusion (cto). Initially, a non-cordis guidewire crossed the lesion. The saber pta crossed the lesion after being flushed. It was initially inflated at 8 atmospheres (atm) and was checked by an intravascular ultrasound (ivus). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.